Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. A pump log review was completed for the bolus delivery allegation. Based on the log review, the bolus delivery issue was not verified.

Event description:
It was reported that the pump shut off unexpectedly. Additionally, it was reported that "gives accidental boluses". Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.